Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31july2019. The manufacturer¿s international service technician confirmed the reported back up alarm failure. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Per mtr-00006 the issue is due to a component (ls1). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the backup alarm sounded when the unit was turned on. There was no patient involvement.